Manufacturer narrative:
The investigation has been completed. The console was returned for investigation. Data review of the console logs were consistent with what was reported in the complaint. An instance of battery level low (50%) alarm was observed in the imc logs. The console was tested and the reported charging issue was able to be reproduced. The battery level on the screen of the automated impella controller would not charge past 70%. Results of running the batttest revealed that the battery in position 1 was not receiving a charge. Troubleshot by swapping the battery terminals but the battery in position 1 still would not receive a charge.in a second attempt at troubleshooting, the power battery manager (pbm) was swapped out for a known good one which resolved the issue. Both batteries were able to charge with the known good pbm. The battery charging issue was isolated to the pbm. The root cause of this issue was a defective pbm.

Event description:
The complainant reported that the automated impella controller (aic) was supporting a patient when prior to explant, the battery dropped to 68% after ambulation. The aic had been kept plugged in overnight but never charged higher than 68%. When it was going to disable the battery for transfer, the battery was completely dead and was unable to charge or turn it back on. There was no patient harm.